Event description:
It was reported that during a breast biopsy procedure, although the first and the second devices were activated properly, it could not collect the tissue from the third device. No error code was displayed. The cable was reset and the shaft was checked, but the device could not collect the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.